Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported calibration error alerts with his sensor. The customer also stated his sensor readings can be 100 points apart. The customer's blood glucose was 178 mg/dl. Troubleshooting found the customer was following the correct protocol for his sensors. No additional information provided.